Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported a broken nail which required revision surgery.

Manufacturer narrative:
Correction: please refer to d4 lot#, d9/h3 - device not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because an incorrect lot number was communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The customer reported a broken nail which required revision surgery.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported a broken nail which required revision surgery.